Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for gastric stimulation and gastrointestinal/pelvic floor issues. On a (B)(6) 2016 office visit, the patient complained of abdominal pain, nausea, vomiting and re-flux. The patient has a history of gastroparesis and lupus. It was reported that the patient's neurostimulator was explanted on (B)(6) 2016 because it was malfunctioning/non-functioning after being implanted for approximately 3 years. A replacement neurostimulator was implanted and the patient tolerated the procedure well. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.